Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. On the same day as onset, the patient was hospitalized for the event. Treatment was not reported. At the time of this report, the patient was recovering from the hernia event. Dianeal therapies were ongoing. No additional information is available.